Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1627160 involved in this complaint was returned for evaluation without the original packaging. With the information provided, a physical examination and document based investigation was conducted. (B)(4) (3001845648-2020-00526) and (B)(4) (3001845648-2020-00821) were raised in relation to this event. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 2nd october 2020. In summary the following results were observed in the lab evaluation: flexor was found to be kinked approximately 88cm from the handle. Retrieval loop to polymide joint broken, stent was returned separately. Safety wire not returned. Unable to recapture introducer possibly due to kink. Handle actuating fine however unable to deploy the introducer due to kink. Handle was opened and all cogs intact." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1627160. An nc code (evo-019) (flexor bending / broken) was noted for 2 devices on the work order, however these parts were subsequently scrapped and would not have contributed to this complaint issue. The instructions for use ifu0062 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy when the device was inside the patient, it is possible that during deployment tortuous patient anatomy may have caused kinked flexor and led to stent deployment issues. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1627160 involved in this complaint was returned for evaluation without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 02nd october 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: flexor was found to be kinked approximately 88cm from the handle. Retrieval loop to polymide joint broken, stent was returned separately .safety wire not returned. Unable to recapture introducer possibly due to kink. Handle actuating fine however unable to deploy the introducer due to kink. Handle was opened and all cogs intact." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1627160 did not reveal any discrepancies that could have contributed to this issue. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy when the device was inside the patient, it is possible that during deployment tortuous patient anatomy may have caused kinked flexor and led to stent deployment issues. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kinked flexor observed during lab evaluation on (B)(6) 2020. (Returned device). This file is related to 3001845648-2020-00526. Patient outcome: did any piece of the device remain inside the patient¿s body? No. Please describe the object and how it was retrieved (if applicable): did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Please specify additional procedure(s) and provide details: did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No. Please specify adverse effect(s) and provide details.